Event description:
Surgeon was performing a robotic assisted abdominal perineal resection and using the robotic grasping retractor when the cable on it broke. There was no injury to the pt. Instrument removed from the sterile field and replaced.